Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were coming out scissored. The device was not from a kit. It is unknown if a cholangiogram was performed with the case. Another device of the same product code was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 1 clip as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The reported event could not be confirmed as no scissored clips were note during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.